Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that one day post implant, the patient experienced an asystolic pause. It was noted that the right ventricular (rv) lead exhibited high thresholds. The lead was initially reprogrammed and was later revised. The lead remains in use. No further patient complications have been reported as a result of this event.